Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Weight remains unknown.

Event description:
Related manufacturer reference number: 1627487-2022-05349. It was reported that the patient underwent a system explant on (B)(6) 2022 due to the patient experiencing ineffective stimulation.